Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer reported that the no delivery alarm was resolved by an infusion set change. The customer did not want to return the infusion set. The cause of the occlusion could not be determined. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.